Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: after found vagina wound dehiscence ,doctor set or emergency to close the wound by equipment pass outside vagina patient can get home.

Event description:
It was reported that the patient underwent a laparoscopic myomectomy procedure on unknown date and the suture was used. Two weeks after the procedure, the suture was found broken and the wound was not closed. The patient experienced a vaginal wound dehiscence and underwent a re-operation to reclose the wound. The patient was ready to be discharged. Additional information has been requested.